Event description:
There was no patient involvement. It was reported by the field service representative (fsr) that the pump does not start up and the screen flashes. The fsr traced the issue to the power supply and "removed loads." As a result, the fsr replaced the power supply and the pump powered on perfectly.

Manufacturer narrative:
Qn# (B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "the pump does not start up and the screen flashes" is confirmed. During the complaint investigation, the returned power supply was found to have intermittent power delivery causing the screen to flash and the pump to not properly turn on. The root cause of the power supply failure is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
There was no patient involvement. It was reported by the field service representative (fsr) that the pump does not start up and the screen flashes. The fsr traced the issue to the power supply and "removed loads." As a result, the fsr replaced the power supply and the pump powered on perfectly.